Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes sacett . Reported indicated 15 samples received with p/n 100/189/075; visually inspected under normal distance under specification and no defects were observed. Reported no other analysis was reported and engineering was reviewed which revealed product performed at 100% prior to release. The device complaint could not be verified, as no product was returned and samples revealed no visual defects.

Event description:
Investigation completed and summary in h 10.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett malfunctioned and while using with a respirator and warmer humidifier, the tube softened and the plastic dilates causing the blue tip to fall, this in turn caused the patients to not be ventilated and four patient required a endotracheal tube to be changed out for a new one. This event is compromising and interruption in airway management and could cause serious injury.